Event description:
The customer disagrees with two 12-lead ECG interpretations done on the same patient.

Manufacturer narrative:
This customer disagrees with two 12-lead ECG interpretations done on the same patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.